Event description:
IV catheter needle didn't retract when button was pushed. When needle and catheter were removed, needle was punctured through the catheter. This is the second time this has happened with one of these ivs. FDA safety report ID# (B)(4).